Manufacturer narrative:
The device in question was returned to manufacturer on april 24,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that when the device was turned on, the unit showed error code "323 power on test fail". No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "error code 323 power on test fail" could be confirmed by inspecting the device and reviewing the log files. Most probable root cause is a defect of an electronic component within the pressure sensor which is recognized by the unit during self test. The IFU (uip400_en_v2.1_IFU_ce-MDR) is stating this "failure of products" clearly in section 3.9, page 12, see labeling review for reference. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. This event is filed under internal complaint ID (B)(4).